Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the alarm was cleared and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Customer's blood glucose level was 90 mg/dl.